Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause has been unknown. Based upon the previous similar case, it was surmised that the phenomenon occurred due to the following; the elevator wire of the subject device snapped due to metallic fatigue caused by repeated stress. The forceps elevator was forcibly raised with non-compatible endo therapy accessories. An endo-therapy accessory was inserted or withdrew by force when the forceps elevator was raised to its maximum height.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that in unspecified timing the forceps elevator wire of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.